Event description:
It was reported that,"removed poly and head during I&d (irrigation and debridement)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should the device become available, the evaluation summary will be submitted in a supplemental report.